Manufacturer narrative:
The initial sample was clotted. An abnormal aspiration alarm was observed on the alarm trace data. The issue was solved by replacing the sample probe.

Manufacturer narrative:
The operator replaced the sample probes. The field service engineer ran mechanism checks and the customer ran acceptable calibration and qc.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for alp2 alkaline phosphatase acc. To ifcc gen.2 (alp2), ca2 calcium gen.2 (ca2), gluc3 glucose hk gen.3 (gluc3), tp2 total protein gen.2 (tp2), crej2 creatinine jaffé gen.2 (crej2) and ureal urea/bun (bun) on a cobas 8000 ise module. Refer to attached data for the patient results. No questionable results were reported outside of the laboratory. The alp2 reagent lot number was 460048. The ca2 reagent lot number was 436512. The crej2 reagent lot number was 456474. The gluc3 reagent lot number was 456467. The tp2 reagent lot number was 457968. The bun reagent lot number was 457155. No reagent expiration dates were provided.